Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported by the patient that they have experienced pain and suffering due to having an implantable cardioverter defibrillator (ICD) implanted that was bad and had to have it removed and replaced. No further patient complications have been reported as a result of this event.